Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump powers off for no reason and has a blank display. Customer stated that blood glucose was 555 mg/dl when the pump powered off. Customer ended up in the emergency room with high blood glucose levels over 600 mg/dl. Customer was wearing the pump at the time of emergency room visit. Nothing further was reported.